Event description:
Provider was using the turbohawk and the nosecone became separated from the device. Incision was made in opposite side and filter used to retrieve nosecone and then patient went to surgery to confirm no additional damage to the vessel. FDA safety report ID # (B)(4).